Event description:
During review of the patient's programming history available in the manufacturer's database, it was identified that a programming anomaly occurred. During an office visit on (B)(6) 2012, the device was interrogated and a final interrogation confirmed the patient's programmed settings. On the next recorded visit on (B)(6) 2014, the initial interrogation revealed that the settings were not the intended settings and that they are indicative of faulted diagnostic test. The patient's settings were then reprogrammed to intended settings on (B)(6) 2014. A system diagnostics is suspected to have been performed without a final interrogation sometime after (B)(6) 2012. Manufacturer labeling indicates to perform a final interrogation to confirm intended settings prior to patients leaving the clinic.